Event description:
It was reported there is no power to monitor. Has plugged in power cord securely and tried different wall jacks. Can hear "something loose inside the monitor." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.